Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information related to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
FDA reported on behalf of a healthcare facility that the tubing of an opt946 nasal cannula broke near the connection. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint opt946 nasal cannula was not returned to fisher & paykel healthcare for evaluation. Additional information was attempted to be obtained from the customer however, no response was received. Our investigation is based on the information initially provided by the customer and our knowledge of the product. Result: the customer reported that the opt946 nasal cannula tubing broke during patient use. Conclusion: without the complaint device, we were unable to conclusively determine the cause of the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
FDA reported on behalf of a healthcare facility that the tubing of an opt946 nasal cannula broke near the connection. There were no reported patient consequences.